Event description:
It was reported that this left ventricular (lv) lead was explanted shortly after implantation, due to it presenting a lack of capture due to poor morphology. A new device was implanted in a different position that resulted in optimal capture of the heart. No additional patient effects were reported.